Manufacturer narrative:
(B)(4). Efforts were unsuccessful to obtain additional product issue details. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that interrogation of this device could not be completed. The device was recognized by the programmer but interrogation was not successful. No adverse patient effects were reported.